Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted and the motor was tested outside of the device and passed. The insulin pump also passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice and has experienced high blood glucose of 590 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was able to assist customer in the rewind process and pump was able to be rewound. However, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.